Manufacturer narrative:
A complaint was received involving a c500 that was losing connection to an m540. It was reported that a patient that was being monitored in a recovery bed at the time of the dropouts and was moved to another bedspace with the m540 that continued to monitor. No adverse patient impact was reported. After further review of the log files by a draeger escalation support, the (B)(6) 2024 email stated that the root cause was identified as a previously determined software issue. The attached fit investigation report explains this can occur when the infinity waveform system that handles the transmitting and plotting of waveform parameters, stacks up waveform ids (the waveform ID's to be assigned reach the iws reserved value) and the cockpit then sends a disconnect to the m540 in order to prevent old waveform ID's from displaying, generating a disconnect error message. The number of times an m540 is docked and undocked without rebooting the cockpit contributes to this series of "stacking" waveform ids. The m540 is unaffected by this software bug and will continue to monitor the patient. According to the product manager's 23aug24 email response this software issue has been fixed with the iacs vg8 and the current work around for this issue is to rebook the cockpit to clean up the process. This was further confirmed by the local tss in the 16july24 email response that the users should reboot the cockpit more frequently than they currently do to prevent this disconnect. The prmr (product risk management report) was reviewed, and no new risks were identified. Thorsw-56960 was opened to evaluate the issue further.

Event description:
The customer reported that there was a "dropout" between the m540 and c500 "every few seconds" on (B)(6) 2024 at 12:30. The customer reconnected the m540 to another m500 which did not resolve the issue, and then attempted with a new m540 which also had the same issue. Then the customer placed the original m540 on the original m500, and the fault had cleared with no reoccurrence since. No adverse patient impact or death reported.

Event description:
The customer reported that there was a "dropout" between the m540 and c500 "every few seconds" on (B)(6) 2024 at 12:30. The customer reconnected the m540 to another m500 which did not resolve the issue, and then attempted with a new m540 which also had the same issue. Then the customer placed the original m540 on the original m500, and the fault had cleared with no reoccurrence since. No adverse patient impact or death reported.